Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04057 / 04058).

Event description:
It was reported that during an initial right hip procedure, a liner would not seat into the cup. The liner was removed, the screws were checked and the cup was pulse-lavaged. Another liner was used to complete the procedure; however, it was also difficult to seat the second liner into the cup.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.